Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. The reported material split, cut or torn was confirmed. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it was reported that the stent delivery system (sds) failed to cross due to interaction with the patient¿s heavily tortuous and 90% stenosed lesion. Additionally, it was reported that a tear was observed after advancement. Manipulation of the sds, during its interaction with the anatomy, likely contributed to the reported tear. Analysis of the returned sds confirmed the tear at the guide wire exit notch. This type of damage is consistent with when the sds is pulled in an opposite direction of the guide wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily tortuous left coronary artery that is 90% stenosed. The 2.5x12mm xience alpine stent delivery system failed to cross due to anatomy and the delivery system shaft was noted to be torn. Another same size xience alpine was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.